Event description:
The account alleged that the bed will not send a nurse call signal to the nurse station. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.